Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to usb connector damage. Functional tests were not performed due to usb connector damage. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to usb connector damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.